Event description:
It was reported that the patient had a red, black and blue line at the ins incision site, which had been there since implant. The pocket site didn't feel warm or swollen, but was painful when the patient was sitting or driving, and the pain had gradually gotten worse. The patient had not had any falls or trauma, and had not reported the condition to his hcp. The patient also felt that the therapy was not working as well as it did at the beginning, and his symptoms of incontinence had returned a few months ago. It was also reported that the patient felt intermittent stimulation that was painful around the pocket site. He had increased stimulation several months ago, which seemed to work well, but had not made any changes since then. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead, model 3889-28, lot# v792970, implanted: (B)(6) 2011, explanted: na. Extension, model 3095-10, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer, model 3037, serial# (B)(4).